Event description:
It was later reported that the right ventricular (rv) lead had a high number of v-v intervals and noise. Possible lead fracture is suspected. The lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was explanted and replaced during the procedure based on medical judgement as it was close to elective replacement indicator (eri). The atrial lead displayed non-capture and was noted to be dislodged in a clinic note since 2007. The physician stated that the inner insulator looked really chewed out when starting the lead extraction and that there were a guey sticky stuff in the inner lumen of the lead and that the stylet would not go down the lead. The physician cut the lead more distal and another stylet was able to pass. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were episodes of oversensing noted with unclear etiology. The review of episode data noted some regularity with days of the week. The device and right ventricular lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.